Event description:
Further follow-up revealed that troubleshooting was performed with a demo generator and the handheld successfully interrogated the demo generator. It was reported that the issue resolved.

Event description:
It was reported that a physician's handheld froze at the interrogation successful screen and the physician was unable to review device parameters. A company representative went to the site to troubleshoot the handheld. It was reported that a hard reset was performed and the issue resolved; however, a demo generator was not interrogated to see if the handheld freeze could be duplicated. There were no further complaints regarding the handheld freeze from the physician's office. Attempts to obtain additional information have been unsuccessful to date.